Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) were confirmed via evaluation of the submitted log file, containing approximately 34 days of information ((B)(6) 2023 to (B)(6) 2023 per timestamp). No external power alarms activated at 12:33 on (B)(6) 2023, 13:18 on (B)(6) 2023, 15:55 on (B)(6) 2023, 21:51 on (B)(6) 2023, 23:58 on (B)(6) 2023, and 5:50 on (B)(6) 2023. These alarms appeared to have been caused by a loss of ac power, as the rsoc of both cables simultaneously decreased prior to the alarm activation. During the times of power interruption, the system was supported by the emergency backup battery and the pump was able to maintain a speed above the low speed limit. The mpu (serial number: unknown) was not returned for analysis. Provided information indicated that the facility in which the patient resides performs frequent testing of their facility generator. The root cause of the reported event was suspected to be losses of ac power associated with these generator tests. The device history records of the mobile power unit were unable to be reviewed, as the serial number was not provided. The heartmate ii patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. A2 updated

Event description:
It was reported that the patient was readmitted to the hospital and left ventricular assist device (lvad) interrogation revealed multiple no external power alarms. Log file review captured several low voltage and no external power events on (B)(6) 2023, which occurred while connected to the mobile power unit (mpu). It was suspected that there was an issue with the skilled nursing facility the patient lived in. The facility performed frequent tests of their generator which lead to a short loss of power and the patient was not switched to battery power prior to the tests.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.